Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation, if available, and additional information regarding the incident. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient attended for routine haemodialysis session. On inspection, right tunneled thigh/femoral catheter had migrated out, the cuff fully exposed 3-4cm away from the exit site. Unsafe to give dialysis, catheter at high risk of complete migration and bleeding. Catheter secured and patient transferred to central renal unit.

Manufacturer narrative:
The report indicated the device would be returned for evaluation; however, it appears to have been lost during transit as it was never received at medcomp. The contract manufacturer conducted a review of the manufacture records for the lot number provided. The device history record review established the device was manufactured within specification requirements. There were no deviations or process changes in the manufacturing and/or materials for this part number. Without an evaluation of the device, we are unable to determine if a manufacturing issue was a contributing factor in the incident. Many variables contribute to the encapsulation of a textile. These include, but are not limited to, factors related to surgical technique, patient hematology, concurrent drug therapy, infection, and method of catheter fixation. The report indicated there was "expected delayed healing". The instructions for use (IFU) include the following: "catheter must be secured/sutured for entire duration of implantation." Once the sutures are removed the catheter should be secured to the patient with either some type of securement device (i.e. Statlock) or with a dressing.